Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that this patient underwent a system revision due to a large pocket hematoma. The device was successfully replaced with a new device. There are no adverse patient effects reported.